Manufacturer narrative:
It was reported that there was no leakage of the contrast medium after implantation. 5 days later. The patient complained of abdominal pain. Perforation was found in the normal tissue in front of the stenosis (rectal side) and an emergency operation (rectal resection under open laparotomy) was performed. The stent was removed at that time. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. According to physician's comment, there was no problem such as difficulty in passing through the detention position or gw during stent implantation. So, it is difficult to judge perforation caused by device malfunction. Since perforation was found in the normal intestinal tract just in front of the stenosis, it is considered that perforation was occurred due to complexity of patient's lesion status and stent implantation. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2017: cdt2208 was applied to the sigmoid colon from rs as a preoperative decompression. There was no leakage of the contrast medium after implantation. Five (5) days later. The patient complained of abdominal pain and CT was performed. Perforation was found in the normal tissue in front of the stenosis (rectal side) and an emergency operation (rectal resection under open laparotomy) was performed. The stent was removed at that time. Physician's comment: there was no problem such as difficulty in passing through the detention position or gw during stent implantation. Since perforation was found in the normal intestinal tract just in front of the stenosis, it seems that the hook part of the stent punctured through the bent part of the rs and sigmoid colon.